Event description:
A physician reported that in 2000, while injecting collagen in the glabella of a pt, the "adg" needle disengaged from the syringe and the collagen splattered into the pt's hair. There was no injury to the pt or the physician. No medical intervention was required.